Event description:
Reporter stated that customer received the following results on the mobile system within 3 minutes: 389 mg/dl, 133 mg/dl, 242 mg/dl and 104 mg/dl. Customer took 6 units of apidra after the result of 389 mg/dl. No adverse event occurred. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.